Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient had bowel leakage. They did troubleshooting with the controller. They had noticed 1 or 2 times a day when they went to the bathroom that they had bowel leakage. The day prior to report they started to have some. They were not sure if they needed to adjust the stimulator. They had one leaking episode before/on (B)(6) 2016; only when they wiped there was fecal. They took medimycal but hadn't taken it for one week. The patient left the device at 1.5v and the stimulator was comfortable. It was further reported that the patient would increase their controller from 1.5v to 1.7v when they had more than 1-2 bowel movements. They had that problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.